Event description:
There was an allegation of questionable elecsys vitamin b12 ii and ferritin results from the cobas 6000 e601 module. The repeat results were believed to be correct.

Manufacturer narrative:
The vitamin b12 reagent lot number was 839242, and the ferritin reagent lot number was 821412. The expiration dates were not provided. The field service engineer found that the pinch tubing was worn, and he replaced it. He ran performance testing that was acceptable. The investigation determined that the service actions resolved the issue.